Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported a tooth loss (permanent impairment to a body structure) and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of cervical root resorption and tooth # 6 (upper right canine) and a fracture. The treating doctor reported that the tooth could not be saved and extracted tooth # 6. The patient did not report taking or being prescribed any medication due to the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.